Event description:
Customer reported that their pump screen was dark and would not turn on. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.